Event description:
It was reported that the patient had a lead revision on the day of the report. The patient fell in (B)(6) and that was the reason for the lead revision. The implantable neurostimulator (ins) was not changed. The entire lead was removed. Prior to the revision the physician ordered x-rays and the device was also reprogrammed. The patient felt no stimulation at all on any program as high as 8.5. Following the replacement the patient was able to feel stimulation in their vaginal area and it was comfortable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0d0f3, implanted: (B)(6) 2014, product type: lead. (B)(4).